Event description:
The customer reported several error messages, all of which were related to weakened batteries. The saturation fault error message will result in a loss of x-ray production. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to working as intended and put back into service.